Event description:
Per report, 2 days after the successful transfemoral deployment of a 26mm sapien 26 mm valve,the patient was noted to be developing cognitive issues. He was communicating as normal, but was having issues identifying simple items and appeared to have a loss to some peripheral vision in his right eye. An MRI and transesophageal echocardiogram (tee) was performed. The event was not considered to be related to the function of the device. An ischemic stroke was diagnosed.

Manufacturer narrative:
Per the instructions for use (IFU) for the sapien valve, permanent or transient neurological events are potential adverse effects associated with the use of the prosthetic valve. There is risk of tia or stroke after transfemoral aortic valve replacement (tavr) due to dislodgement and subsequent embolization of debris from aortic arch atheroma or from the calcified valve itself. In addition to procedural factors, major risk factors for tia and stroke include hypertension, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this particular case, the exact cause for the patient's ischemic stroke 2 days after the tavr procedure is unknown; however, there is no evidence at this time that the event was related to the function of the valve. The device history records review shows that the valve met specifications prior to its distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required at this time.